Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to corroded motor home switch. No moisture damage found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The customer stated that when he took the reservoir out to change the set, he noticed that the reservoir compartment was wet. The customer stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. Customer was unable to rewind. Blood glucose value was 374 mg/dl; treated with manual injection. The customer reported receiving another motor error alarm. Blood glucose level was 340 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.